Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to remove oval patella which became loose, and while in the knee changed the poly insert.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.